Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as the attendant doing continuous ambulatory peritoneal dialysis (capd) without proper training. The patient was not hospitalized for the event. The outcome of peritonitis was not reported. It was not reported if the patient and caregiver were retrained on aseptic technique. Dianeal therapy was ongoing. No additional information is available.